Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed a manual time change from 1:11 pm to 1:17 pm on (B)(6) 2013. A timekeeping accuracy test was performed and the pump was determined to be keeping time accurately. Unrelated to the original complaint, the display was noted to be dim and discolored. Adjustment of the contrast setting did not resolve the display issue.